Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue with the pump. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: during investigation, the battery compartment was found to be cracked on the side from the threads traveling down along the side of the bumper to the case seal. Unrelated to the original complaint, there was evidence of moisture in the battery compartment. A leak test was performed and a battery compartment leak was confirmed. Additionally, the battery cap threads were found to be broken. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.